Event description:
The micro sagittal saw was sent for evaluation due to overheating during a procedure. No adverse event was reported. The procedure was completed with a readily available alternate device without any reports of a procedure delay.

Manufacturer narrative:
Corrosion damage was noted throughout the internal components of the device.